Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the top of the spacer and set screw came off. The entire spacer was removed and a new spacer was successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.